Event description:
It was reported that the pneupac ventilators parapac, oxygen was not functioning. The reported information does not indicate any medical intervention was required. No clinical consequences to patient as reported.

Manufacturer narrative:
Additional information was received on (B)(6) 2018. The information indicates that the pneupac® parapac® was last checked/serviced on (B)(6) 2018. The respondent also indicated that there was no patient involvement with respect to the malfunction that was previously reported ("oxygen was not functioning"). Lastly, the respondent confirmed that no alarms were activated as a result of the malfunction. The pneupac® parapac® was received for investigation on (B)(6) 2018. The device has not yet been investigated.

Manufacturer narrative:
Device evaluation: a smiths medical ventilator pn 120003 sn (B)(4) was received in good condition. Upon visual inspection it was noted that o2 sensor cover was missing, confirming customer reported reason. Replaced o2 indicator and shroud ring. Tested the device and device passed all functional tests. DHR review summary: the previous service ro (B)(4) was reviewed and deemed unrelated. Allegation confirmed:yes. Problem source:user interface. Problem source details (if other):unit appears to have been dropped or somehow miss-handled.